Event description:
The caller reported, the tube failed due to a pilot balloon leak. The patient required recannulation that was not a part of routine trach changing. The lot number is unknown and the tube was discarded.